Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent in a tortuous and calcified lesion. The lesion was not pre-dilated. The device was inspected before use with no issues noted. Resistance was noted while advancing the device to the lesion, and excessive force was used. It was reported that the stent was unable to cross the target lesion and was damaged. The physician completed the procedure with a non medtronic stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.